Manufacturer narrative:
(B)(4).

Event description:
The customer stated a doctor called with a concern about a1c-2 tina-quant hemoglobin a1c gen.2 results for his patients as the current results were increased from the patients' previous results. This event involved two cobas c501 analyzers (serial numbers (B)(4)) and two reagent lot numbers (617107 and 116422). Refer to the medwatchs with patient identifiers (B)(6) for the additional device combinations. The customer pulled data and the mean for all of the doctor's patients had changed from 5.48% to 6.7%. Data was provided for 55 patient samples with results from different draws. It was unclear which analyzer or reagent lot was used for each patient. The doctor would like to retest over 344 of his patients. The patients would have to be redrawn for the repeat testing. The customer's qc results had been in range during the time of the questionable results, but it was now trending to the upper end of the acceptable range. The elevated results were generated from at least two reagent packs that were shipped on 08/17/2016. The customer confirmed none of the reagents had been frozen. A downward shift in recovery toward what was assumed to be the correct results was observed on (B)(6) 2016 with a new cassette of reagent lot 126618. Another cassette of reagent lot 116422 was put on board on the analyzer on (B)(6) 2016 has also been displaying a downward shift in recoveries. No patients were adversely affected. The field service representative found the customer was not calibrating the assay on a regular basis. The customer stated this was because qc was in range. The customer was advised that even though qc recovery was in range, the shift in recovery should have prompted them to recalibrate. The field service representative checked the analyzer and could not find a cause. He ran precision checks with qc material and a pooled sample. He replaced the vacuum pump diaphragms and the sample and reagent probes. He verified overall system performance, checked multiple mechanisms, performed necessary adjustments, cleaned and replaced preventative parts as needed.

Manufacturer narrative:
A specific root cause could not be determined as no product was available for investigation. Issues with maintenance, hardware of the analyzer, or handling issues by the customer could not be excluded. Review of the provided calibration data showed fluctuations in the result for one of the standards during the time of the event. A trend high was confirmed in the customer's qc data. These items may indicate an issue at the customer site. It was recommended to ensure the reagent packs are not accidentally frozen or exposed to elevated temperatures during storage or shipping.